Event description:
The facility biomed reported a flo-gard infusion pump that has a "problem with blue clamp for ivf". This condition was found upon power up of the device in the general patient ward. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that has "problem with blue clamp for ivf" was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be dirt and corrosion on the safety slide clamp sensor. The safety slide clamp sensor was cleaned and the connections resoldered to repair the mechanism. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.